Event description:
During a coronary eluting stenting treatment procedure, balloon removal difficulty was encountered. The lesion being treated was located in the saphenous vein graft (svg) to the right coronary artery (rca) on a bend. The vessel was pre-dilated with a 2.0 mm balloon. The physician deployed a taxus express2 8.8% 2.50 x 16 mm drug eluting stent and there was a waist. The balloon fully deflated but was sticking to the stent. He pulled on the balloon but it would not come free. The physician inflated to 10 atms and deflated twice and the balloon would not release. They used a syringe to pull negative, but the balloon would not release. The physician deep seated the guide and the balloon would not release. The physician put a buddy wire down through the stent and the balloon released. There were no pt complications reported.